Manufacturer narrative:
The customer has decided to retire the unit.

Event description:
The customer reported a ventilator with a scrambled display. This event occurred during clinical use. There was no allegation of patient or user harm.